Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 29 mg/dl. Ems was dispatched. Customer had an acute uti which he went to the hospital for. Customer also has bladder cancer. Customer was wearing the device at time of the ems dispatch. After troubleshooting, customer will not be returning the device for analysis.